Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical trial adverse events with the vigilance system. The event was investigated without the affected device or specific device lot information. The device was discarded, therefore a device evaluation could not be performed. Upon review of clinical records, a specified device malfunction could not be established, however radiolucency was observed around the implant. The device was removed from the patient as a result of the radiolucency, associated pain, and a non-union after 13.5 months. A historical data analysis was conducted returning no related complaints, nonconformities, or capas associated with the part number. Due to insufficient information regarding a device defect, the root cause cannot be established.

Event description:
Adverse event from the clinical study: at 9-months post-operative imaging demonstrated screw loose, radiolucency; the subject was ordered a bone growth stimulator and toe-off brace. At 11-months post-operative subject continued to have pain with ambulation and planned to continue to use bone growth stimulator and simultaneously schedule surgery to have hardware removed if no improvement is seen with bone growth stimulator; imaging demonstrated that the radiolucency remained visible however no new signs of loosening. At 12-months post-operative subject continued to use bone growth stimulator with no signs of increased healing; imaging shows radiolucency remained present. At 13.5-months post-operative subject underwent hardware removal surgery due to the nonunion. All hardware was removed during the procedure and was replaced with a different brand's system. Subject was terminated from the study upon removal of headless screws.